Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The care giver has stated that the seat and back upholstery is sagging due to the patient flopping into the chair.